Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/16/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. No intraocular lens (iol) was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The cartridge tip was bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Conclusion: the complaint issues could not be confirmed due to no lens being returned. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the dib00 intraocular lens (iol) was broken upon insertion into patients right eye. Leading haptic was discovered to be broken as well during explantation. Additional information received stated that the trailing haptic of the iol was broken off, in addition to the leading haptic being severed at the haptic/optic junction which was noticed when the surgeon was rotating the iol in the capsular bag. The iol had to be cut out and removed during the case, and the surgeon implanted another dib00 with no issue. There was no use error.